Manufacturer narrative:
D4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: the report of multiple alarms observed via the system monitor history screen, but not in the submitted log file was confirmed through evaluation of the submitted photo and data log file. The account reported on 29aug2019 that the system monitor showed multiple alarms that appeared on the system monitor history screen and submitted a log file and photo of the system monitor. The submitted photo showed alarms for driveline disconnected, no external power, low flow, lvad fault, driveline power fault and backup battery not installed, occurring on 29aug2019 at 8:12am and 8:31am. However, the evaluation of the submitted log file did not reveal any alarms during those times. The data showed that no atypical events were captured and the system operated as intended at or above the low speed limit for the duration of the log file. A root cause for the alarms displayed on the system monitor and a correlation to the vad could not be conclusively determined through this evaluation. The evaluation of the system monitor was recorded under a separate investigation. The account reported they performed several power cable disconnects which cleared the alarms on the system monitor history screen. The evaluation did not reveal any device related issues and the patient remains ongoing on vad support. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that data showed multiple pi events occurring between (B)(6) 2019 and (B)(6) 2019. It was reported that several power cable disconnects were performed and log files downloaded. The issue with driveline (dl) disconnects, no external power, low flow, lvad fault dl power fault ebb (emergency backup battery) not installed resolved on the system monitor history screen. No equipment will be returned at this time. The lvad controller was exchanged. The cause of the no external power event was not determined.